Event description:
In 2011, the pt was treated with gore excluder aaa endoprosthesis featuring gore c3 delivery system and gore excluder aaa contralateral leg endoprosthesis. In the following years after implant, there was a continuous growth of the aneurysm from 7cm to 10cm. At an unspecified time, the pt was converted to an open surgical repair in which the excluder devices were replaced by a surgical graft. The physician suspected a type IV or type ii endoleak. A type I endoleak was not shown.

Manufacturer narrative:
Attempts to acquire information required for this form were made by gore.